Manufacturer narrative:
Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the sureform stapler instrument jaws were not stuck on tissue when the issue was identified. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no unexpected bleeding. No issue was noted when being clamped on tissue. It was removed as normal. It is unknown if there were any malformed staples. Loose staples were noted. There was no fragment fall on the patient. An isi field service engineer (fse) confirmed no related issue registered related to a system down.

Manufacturer narrative:
Verification of the event details via system logs confirmed usage of system (B)(4) for a benign hysterectomy procedure on (B)(6) 2022, matching the initial documentation. A system log review was performed by the intuitive surgical inc (isi) regulatory post market surveillance analyst and confirmed that system (B)(4) was used for subsequent procedures after (B)(6) 2022. Further review of the logs performed by the failure analysis engineer (fae) confirmed that a sureform60 stapler instrument was used during (B)(6) 2022. No image or video provided. The initial report documented a returning sureform stapler 60 instrument and failure analysis investigation found no physical damage with no missing piece and fae confirmed no functional issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another system after the start of the procedure due to unspecified reason. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an unspecified issue was experienced. The procedure was converted to another da vinci system. No known impact or patient consequence was reported. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial report documented a sureform stapler 60 instrument. The initial reporter stated that they were unable to confirm if the stapler instrument was used intraoperatively. The initial reporter mentioned that they are unable to provide any further information. A 2nd follow up was conducted by the intuitive surgical inc (isi) regulatory post market surveillance analyst to the field service engineer via a phone call. The fse confirmed no related issue registered related to a system down.